Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 136 mg/dl. The customer's expected fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had just run two tests prior to call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 124mg/dl (B)(6) 2017 01:36 pm fasting:yes; 136mg/dl (B)(6) 2017 01:33 pm fasting:yes; 124mg/dl (B)(6) 2017 02:38 pm fasting:yes; 118mg/dl (B)(6) 2017 02:30 pm fasting:yes; 125mg/dl (B)(6) 2017 02:39 pm fasting:yes. Memory concerns: customer is concerned with 136mg/dl fasting.